Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, including disconnecting the tubing and delivering specific bolus doses. After resolving the issue, the customer was advised to replace supplies as necessary and continue with insulin therapy.